Manufacturer narrative:
It was discovered on (B)(6) 2020, that statement "it was reported that a 33-year-old hispanic female patient who underwent primary breast augmentation surgery with two 350cc mentor memorygel breast implants experienced bilateral rupture and capsular contracture baker grade iii post procedure. As a result, patient underwent bilateral removal and replacement with two 450cc mentor smooth round moderate plus profile gel-filled breast implants on (B)(6) 2020." Was erroneously submitted in initial report. Correct statement "it was reported that a 33-year-old hispanic female patient who underwent primary breast augmentation surgery with two 350cc mentor memorygel breast implants experienced right sided rupture right sided capsular contracture baker grade iii and left sided anisomastia post procedure. As a result, patient underwent bilateral removal and replacement with two 450cc mentor smooth round moderate plus profile gel-filled breast implants on (B)(6) 2020. Additional information was received on (B)(6) 2020, confirming corrected statement. Reason for device explant and/or reoperation: anisomastia manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/27/2020. Device evaluation summary: according to the information provided,there are neither deficiencies alleged nor patient injuries or a failure at the device. During visual inspection of the device, a crease in the anterior view was observed. Within crease a tear was noted, measuring approximately 4.0 cm, causing a rupture. It is possible that the rupture was caused by the stress occasioned to the shell by the crease manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with two 350cc mentor memorygel breast implants experienced bilateral rupture and capsular contracture baker grade iii post procedure. As a result, patient underwent bilateral removal and replacement with two 450cc mentor smooth round moderate plus profile gel-filled breast implants on (B)(6) 2020. This medwatch form is for the left breast prosthesis.